Event description:
Via the article, ¿complex abdominal wall reconstruction with biologic mesh for ventral/umbilical hernias in patients with cirrhosis: technique and outcomes," noted 37 patients with cirrhosis who underwent complex abdominal wall reconstruction (cawr) with strattice in between december 2016 and november 2021. 6 patients underwent reoperation, surgical site infections occurred in 5 patients, 4 patients each were observed for seroma and wound necrosis, and 2 patients with fascial dehiscence. The median hospital length of stay was 14.0 days. The authors did not state whether they attributed any of the reported complications to the strattice.

Manufacturer narrative:
Continued to h.6. Health effect - clinical code: e2319, e2340. Article citation: latifi, rifat, et al. ¿complex abdominal wall reconstruction with biologic mesh for ventral/umbilical hernias in patients with cirrhosis.¿ journal of the american college of surgeons, vol. 235, no. 5, oct. 2022, p. S30. Https://doi.org/10.1097/01.xcs.0000895880.12894.0e. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This literature review is being reported as an individual event type as serious injury due to the reported surgical intervention. Contact was made with the corresponding author to gather additional information including relevant lot numbers, procedure and event dates. The lots associated with these events remain unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, a relationship to the strattice was not determined. No further actions are required, a nonconformance was not confirmed. If additional information is received, a supplemental report will be submitted.